Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer had an unspecified cartridge loading issue. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided by the customer.